Event description:
The manufacturer received information alleging patient experiences extreme irritation around the eye nose area, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging extreme irritation around the eye nose area, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the product investigation lab for evaluation. The internal and external aspect of the device was inspected and the manufacturer observed dust/dirt around the air inlet and iso port, grey film on the top enclosure, front panel and bottom enclosure. The manufacturer also observed the presence of a dark grey contamination at the blower seal of the blower box that appears consistent with potential keratin contamination. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation but evidence of dust / dirt contamination and potential keratin contamination in the device which are consistent with being from an external source section d8, d9, h2, h3 and h6 has been updated.